Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of "catheter fracture" is not confirmed, as no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A device history records search revealed no quality related issues or manufacturing deficiencies at the time of manufacture. A potential root cause for the catheter fracture may be due to "pinch off syndrome". The location of the fracture being away from the port and the appearance of the fracture in the picture provided support this potential root cause. The directions for use supplied with the device instructs the physician/clinician on how to properly implant the catheter/port, and cautions against certain handling techniques to avoid "pinch-off syndrome". The instructions for use, (107102, rev. E) which is supplied to the user with this catalog number, contains the following statements: *caution: it is extremely important to adequately flush the port after blood withdrawal. Occlusion of the catheter can occur if blood is left in the catheter for an extended period of time. Power injection should not be performed if blood aspiration is not present or the port is difficult to flush. If the implanted port is utilized, it may result in device failure or patient injury. Two-way obstruction (unable to infuse through the port system and unable to aspirate blood): causes: a fibrin tail, clot or sheath may be on or within the catheter. The non-coring (huber point) needle may not be patent or properly positioned within the port septum. Confirm that the needle is of sufficient length and, when positioned in the septum, the needle opening is not occluded by the septum. The clamp on the non-coring (huber point) needle should be open. A drug precipitate caused by incompatible drugs infused through the port may be obstructing the system. To prevent, use adequate amounts of sterile normal saline between incompatible solutions. A thrombolytic agent may be used on the order of a physician to restore patency. The procedure should be outlined by the drug manufacturer's labeling. Use facility protocol to determine which thrombolytic agent to use. The use of streptokinase has been known to cause allergic and anaphylactogenic reactions. A contrast study performed through the port may confirm fibrin sheath presence, kinking, malposition, or pinch-off syndrome. Caution: do not force solutions through the port system to clear an obstruction. A high pressure situation may cause irreversible catheter damage, leading to port system explant. Pinch-off syndrome: pinch-off syndrome signs may include difficulty in aspirating blood, resistance to flushing or infusion of medications or fluids that improves with position changes, infraclavicular pain and/or swelling with catheter flushing or infusion palpitations, sudden onset chest pain, cardiac arrhythmias, extra heart sound, chest wall swelling at the port pocket, vein insertion site, pain in shoulder or port area not associated with swelling, cough, paresthesia of arm on side of catheter withdrawal occlusion or swishing sound with catheter flushing. Warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint reference: (B)(4). Device not available for return.

Event description:
As reported on (B)(6) 2016: during chemo treatment, the port was being flush, so a portable pump could be attached. While flushing, the patient felt a different sensation and pain. The nurse realized there was large lump on the side of the port. The physician did a scan and could see the medication was not flowing through the catheter, it was collecting outside the port. The port was removed the following day. A different port was placed. There was no report of patient harm or injury. It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation.